Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 426 mg/dl. The customer reported that they received the insulin flow blocked alarm. The high blood glucose level was treated with the manual injection. The troubleshooting was performed for insulin flow blocked alarm. The customer declined troubleshoot for high glucose. The customer reported that they had tried all remedies. The insulin flow blocked was reoccurring issues, the customer has changed infusion sets several times and still get the alarms. The insulin pump will be returned for analysis.